Event description:
It was reported that, the strike plate broke off at the threads inside the targeter. The patient had tight canal but nail was reamed 2mm over the size nail used. As she was tapping the nail down the strike plate snapped. There was no unusual strking or escessive force. This rendors the targeter useless for future cases and the strike plate as well.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Additional devices: (B)(4) target device t2 gtn lot # mke903543.